Event description:
According to the customer contact, "the customer reported that the adhesive from bandages caused chemical burn-like reactions on his son's face. The skin appeared as a spreading burn. This has occurred three times, and the child was evaluated by a physician and treated with a steroid cream".

Manufacturer narrative:
According to the customer contact, "the customer reported that the adhesive from bandages caused chemical burn-like reactions on his son's face. The skin appeared as a spreading burn. This has occurred three times, and the child was evaluated by a physician and treated with a steroid cream". There was no contact information provided in the report that medline received from walmart to follow up with the customer therefore no additional information is available to be obtained. The customer did not report any medical intervention or follow-up care related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.